Event description:
During the device evaluation, the cysto-nephro videoscope exhibited a detachment of the device distal end and distal sheath adhesive bonding. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the devise detached distal tip and distal sheath adhesive bonding could not be determined, however, the issues were likely the result of component failure due to repetitive use stress, degradation and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.